Manufacturer narrative:
Section d4: manufacture date (h4) will be provided upon investigation. The primary UDI number in d4 is reflective of all available information. Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the power module was broken. There were no further details.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of unexpected yellow wrench and red battery lights was unable to be confirmed. The heartmate power module (serial number (B)(6)) was inspected at the service depot. The power module backup battery was replaced due to it being close to its expiration date. The ppm underwent functional checkout and passed all tests. No yellow wrench or red battery faults were reproduced throughout testing. The power module was returned to the customer site ready for use. Provided information stated that when a pump driveline was connected to the system controller, while connected to the power module, the atypical faults activated. The power module was unplugged from the wall outlet, and the backup battery was disconnected. Upon reconnecting the backup battery, plugging the alternating current (ac) power cord back into a wall outlet, and reconnecting a system controller and driveline, the alarms reactivated. The root cause for the reported event was unable to be conclusively determined through this analysis. Incidental findings: damage ¿ housing: damaged battery door. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 IFU, section 7 - ¿alarms and troubleshooting¿, and heartmate 3 patient handbook, section 5 - ¿alarms and troubleshooting¿, explain how to properly interpret and troubleshoot atypical alarms. The heartmate 3 IFU, section 3 - ¿powering the system¿, states that the power module contains an internal backup battery that provides approximately 30 minutes of backup power to the system during a power emergency. It instructs to keep the power module plugged into ac power at all times to make sure that the power module backup battery is charged and ready for use in case of power interruption. If the power module is without ac power for approximately 18 hours or more, the power module backup battery may be damaged. Additionally, it is stated that if the power module backup battery is not installed or connected when the power module is plugged in, the power module alarms, indicating that it cannot provide backup power in the event of a power interruption. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Routine maintenance also includes the unit¿s internal backup battery being replaced. Heartmate 3 IFU, section 4 - ¿system monitor¿, and heartmate 3 patient handbook, section 6 - ¿caring for the equipment¿, explain how to properly handle the power module and cables to prevent damage. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The power module was used for demonstration purposes only. It was never used on patients/humans. The instructor led a new hire (abbott chronic mechanical circulatory support (mcs) rep) class and the students used a demo pump in water to practice pump prep. A system controller was connected to a heartmate touch via bluetooth adapter that was attached to the power module. When the pump driveline was connected to the controller powered by the power module, unexpectedly and unprovoked (no buttons pushed on controller or power module), the power module alarmed (hazard) with yellow wrench and red battery lights illuminated. What appeared on the heartmate touch and the alarm message was not recalled. The driveline was disconnected and then the controller from the power module patient cable. The power module was unplugged from the wall and the internal 12v battery was disconnected. After a few minutes, the internal battery was then reconnected, and the power module was plugged back into the wall. The power module turned on with a yellow then turned to green battery light and green wall power indicator light illuminated. No yellow wrench noted. It appeared to be functioning appropriately. The controller was reconnected to the power module, then the pump driveline was plugged into the controller. After the driveline was connected to the controller, the power module started to alarm again (hazard) with yellow wrench and red battery lights illuminated. The controller was disconnected from the power module, unplugged from the wall and the internal battery was disconnected. Use of the power module was stopped.